Event description:
It was reported that after eating, the user¿s blood glucose rose to 222 mg/dl and then stabilized while using the ilet, and the user received education that the system would gradually deliver additional insulin to bring glucose back into range to avoid rapid drops. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alarms, and successful user reassurance with troubleshooting and education completed. Investigation included a review of user-reported blood glucose response and device behavior. Investigation of this case revealed no device malfunction, with the device operating as designed to address a postprandial glucose rise. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.